Event description:
A report was received that the patients incision at the pocket site had broken down. The patient underwent an explant procedure wherein only the ipg was removed. No device malfunction was suspected.

Manufacturer narrative:
Sc-1200 (B)(4) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patients incision at the pocket site had broken down. The patient underwent an explant procedure wherein only the ipg was removed. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the reason for revision was due to an infection that developed in the patients ipg site. The physician confirmed that the patient had a (B)(6) infection. The patient was reportedly doing well.

Event description:
A report was received that the patients incision at the pocket site had broken down. The patient underwent an explant procedure wherein only the ipg was removed. No device malfunction was suspected.